Manufacturer narrative:
(B)(4).

Event description:
(B)(4) - the dentist reported that, 2 months after the dental implant was installed in intraoral region #22, its non- osseointegration was observed. Thirty (30) ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type iii.